Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that latest in situ measurements showed 10 electrode channels with status hi or hsc, which represents a drastic change from previous in situ measurement, conducted in (B)(6) 2014, where normal results were obtained. A decrease in hearing performance has been observed over the last few weeks. It was reported that the patient fell of a balance beam during a recent therapy session. Patient's audiologist denied any swelling around implant site.